Event description:
It was reported to philips that gave an error while booting, preventing a full system boot. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an intermittent failure of full system boot up. Upon troubleshooting, fse checked the electrical connections and found that the boot up issue was due to power fault. To resolve the issue, the system was restarted several times, and the delayed errors were analysed. After the, the system was returned to use in good working order. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.